Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/18/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/05/2015 with the following findings: black box shows no evidence of short battery life, one¿cs128¿ alarm due a discharged replace battery used is observed. The display screen contrast is dim and reddish. Moisture corrosion is observed in the battery canister and on the battery cap. The battery compartment is cracked above the finger pad. A leak test failed due to a battery compartment leak. "Ez-prime¿ steps were performed correctly; all currents readings are within specifications. Unable to duplicate ¿short battery life¿ complaint. The pump¿s cover was removed; further moisture corrosion was found inside on the pcb and the display screen, no intermittent condition was found inside to the power circuit or to the cgm module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.